Event description:
A user facility nurse reported that the transducers get wet. The transducers in the venous chamber get blood back flow that results in negative tmp. That causes the treatment to stop and bloodlines to clot. This has happened with multiple patient care technicians (pct's). Upon follow up, the nurse stated the blood back flow occurred at the beginning of treatments. (Specific instances/dates not reported) the 2008t machine alarmed with a tmp alarm prior to noticing the back flow. The issue was visibly observed and an external blood leak of 2ml from a patient was seen to be leaking onto the floor in one instance. The nurse confirmed there were no loose connections and no damage seen on the combisets. The nurse confirmed there was no patient injuries and no medical interventions were required as a result of the reported events. The patients completed treatments after being re-setup with new supplies on the same machine. Treatments took up to an extra 20 minutes to complete. The nurses are now acquiring old transducers to use for treatment setups. The patient information and exact event dates are unknown and not available. The samples were discarded and no longer available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.